Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) could not confirm the customer comment that the epg did not power up. Analysis also noted that the main printed circuit board (pcb) was corroded, both output connectors were broken, the hanger was contaminated, the upper case was broken, the encoder assembly was contaminated with rust, all four control knobs were contaminated, lower case was contaminated, the display was contaminated, display wires were pinched (not compromised), the display frame, display grommets and insulator label were contaminated, all display frame screws, case screws, hanger screw and six screws were contaminated, all four encoder nuts were contaminated and both output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to be powered on. The epg was installed with new batteries but this failed to resolve the issue. The user questioned of the epg had been exposed to moisture. The epg was returned for service and subsequently tested out-of-specification. There was no patient involvement.